Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system crashed, then when it was rebooted it displayed the following error message, "an error has occurred that may damage the system's integrity, please restart the imaging system and mobile view station (mvs). If this message appears again please contact technical services (ts) for assistance." The manufacturer representative rebooted the system several times but the error message persisted. There was no patient involvement.

Manufacturer narrative:
H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. H6: multiple fdd/annex a codes were reported. A0719 was coded for the system crash. A110201 was coded for the mvs system integrity error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product added to d10. Concomitant medical product: product ID: bi71000907, lot number: unknown h3, h6: the system was serviced in the field. Confirmed mobile view station (mvs) booted with a system integrity error message. Tried reloading 4.2.1 software with no issues. Image acquisition system (ias) boots to stand by with no issues. Able to get past error and log into biuser and system application loads normal. System operates as intended. When system is rebooted 'system integrity" message comes back. Reloaded windows 10 and 4.2.1 software, system powers up normal with no issues. Rebooted system multiple times, system boots normal every time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) device evaluation: h3, h6: a software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the issue was related to the software. B01, c10, d18 are applicable. H2) additional information: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version: 4.2.1, ubd: , UDI#: h6: multiple annex g codes were reported. G02008 corresponds to concomitant product m021083c001 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.